Manufacturer narrative:
The investigation for the aic purge disc/flag issues has been completed. The console was returned for evaluation. Data logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. The cause of the issue was the console unable to detect the purge disc due to a broken purge flag. This report is being filed as a part of the retrospective review of historical records.

Event description:
The user facility reported that during the purge cassette change, the console was unable to recognize the purge disc. Troubleshooting the issue entailed exchanging components (purge cassette, disc and aic) to test the connection. This was unsuccessful. Success from changing consoles allowed the procedure (purge cassette change) to continue. No patient harm reported.